Manufacturer narrative:
This user facility is outside of the united states. Current information is insufficient to permit conclusions as to the cause of the events. Event details and product identification was not provided for the patient mentioned in the journal article. Date implanted - month and day unknown. Initial reporter - the article was written by dirk clemens, paul lereim, inger holm, olav reikeras. This information was originally reported on 3002806535-2016-00096 which referenced a journal article written on a study that this patient took part in. Remains implanted.

Event description:
Information was received based on review of a journal article titled, "conversion of knee fusion to total arthroplasty," which aimed to examine the outcome and conclusions in patients converted from knee fusion to total knee arthroplasty. The study consisted of eight (8) patients with eight (8) total knee arthroplasties that took place between 1998-2002. Six (6) of the patients were female and two (2) were male. Ages ranged between thirty-one (31) and seventy-six (76). A patient was identified in the article that underwent a knee arthroplasty on an unknown date. Subsequently, patient underwent fusion procedure in 1988 due to a burn injury. It was further reported, patient underwent a total knee arthroplasty in 2001. Patient follow-up results provided at month twenty-seven (27) indicated patellofemoral pain, stiffness and limited function. Subsequently, patient had a patellar prosthesis and a thicker tibia prosthesis implanted on an unknown date. There has been no further information provided and the patient outcome is unknown.